Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated that because of previous frequent low alerts, he sometimes does not pay attention to them. At the time of this event on (B)(6) 2022, the patient got a low alert. He checked a fingerstick bg which was 80 mg/dl. At some point he then went into hypoglycemia and had a seizure. An ambulance was called. He was given glucose by the paramedics. At the time of the report he was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.